Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was implanted into a patient. On (B)(6) 2023, it was discovered that the device had embolized into the left atrium. The embolized device did not cause a partial or complete obstruction of blood flow. The device was removed surgically and replaced with a non-abbott device. The patient is reported to be stable.

Manufacturer narrative:
An event of a device embolized into the left atrium was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.